Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. However, photos and images were provided for review. The investigation of the reported event is currently underway. The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. (Expiry date: 07/2024).

Event description:
It was reported that during a recanalization procedure in the left sfa, the tip and the helix of the device was allegedly noted to be missing after three passes and that the device was left inside the body. The broken device was reported to be retrieved using a pta balloon and dragging out of the sheath. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the left sfa, the tip and the helix of the device was allegedly noted to be missing after three passes and that the device was left inside the body. The broken device was reported to be retrieved using a pta balloon and dragging out of the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was returned for evaluation. A physical investigation was performed for the catheter. The helix was broken at 27 cm from the tip of the catheter. Therefore, the investigation is confirmed for the reported break issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 07/2024), g3. H11: h6 (method, result, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.